Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the locator/insertion sheath assembly became kinked, when the physician attempted to advance over the guidewire. The device was not used and another angio-seal device from a different lot was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was on the right common femoral artery. The vessel diameter is unknown. There was no health damage for the patient. The blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the completed investigation results. One 8 fr angio-seal vip device was received for product evaluation. The hemostasis sheath was partially mated with the arteriotomy locator and the carrier tube assembly were returned. Visual inspection revealed that the arteriotomy locator was inserted into the hemostasis sheath. However, the locator hub was not properly inserted and mated with the hub of the hemostasis sheath. There was a kink in the sheath at the blood inlet holes. This caused the distal end of the sheath and arteriotomy locator to orient at a 30-degree angle. The arteriotomy locator was removed from the sheath and examined. There was no kink or deformation identified. Functional testing was conducted, the arteriotomy locator was inserted into the hemostasis sheath and a clear tactile snap was audible. There were no issues mating the arteriotomy locator and sheath. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the arteriotomy locator and sheath was attempted to be mated as the two components were not fully mated upon receipt. However, the exact cause of the reported event cannot be definitely determined based on the available information.